Event description:
It was reported that a caregiver strained their back when loading the cot.

Event description:
It was reported that a caregiver strained their left arm when loading the cot. Further information has not been reported.

Manufacturer narrative:
The issue was resolved for the customer by repairing the device.